Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Attachment: user facility medwatch report ((B)(4)).

Event description:
User facility medwatch report ((B)(4)) received that states: "cerebral angiogram for embolism of aneurysm was being performed in the interventional radiology (ir) area. Procedure was performed through right common femoral artery through 5f short sheath. At the end of the procedure, a perclose device was used but the suture broke. Another device was obtained and used to complete the procedure." It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device after a cerebral angiogram for embolism of aneurysm interventional procedure using a 5f sheath. Reportedly, a suture break occurred. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture/link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.d9, h3 - device not available for evaluation